Event description:
No additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The user facility provided the following result of the culture test performed at third party labs: sampling date: (B)(6) 2025, sampling from: colonoscope washing, cfu: 1-10cfu/0.1ml, 1-10cfu/0.1ml, bacterial identification: pseudomonas aeruginosa, bacillus sp. Sampling date: (B)(6) 2025, sampling from: colonoscope washing, cfu: no growth at 48h, bacterial identification: na. Sampling date: (B)(6) 2025, sampling from: air-water channel, suction biopsy channel, flushings and brushings. Cfu: 4 cfu, (pseudomonas aeruginosa), 2cfu (enterococcus faecalis), bacterial identification: pseudomonas aeruginosa, enterococcus faecalis. Sampling date: (B)(6) 2026, sampling from: air-water channel, suction biopsy channel, flushings and brushings, cfu: no growth after 7 days incubation, bacterial identification: na. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-10 colony forming units (cfus) of pseudomonas aeruginosa and 1-10 colony forming units (cfus) of bacillus sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.